Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon tried to squeeze the device and the clips would not form on the tissue. This happened about 6 to 8 times. The clips fell off the tissue and a grasper was used to remove the clips. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.